Manufacturer narrative:
(B) (4).

Event description:
Pt states he had surgery to remove a hematoma and the surgeon also shaved the paddles' leads off. He currently has had severe pain and his right side is not working. The pt did not use his neurostimulator at night. When he woke up, his calves and thighs were so tight he could not walk and he needed to use a walker. The pt believed a lead may have migrated. Additional info has been requested and if received a follow up report will be sent.